Manufacturer narrative:
No additional related information was provided. A root cause has not been identified. (B)(4).

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a significant thin flap post lasik. Additional information requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided states that the patient was seen a month after event and underwent treatment with the excimer laser with a good result postoperatively. There was no harm to the patient and the results were as planned.